Event description:
It was reported that this implantable pacemaker had a battery longevity of 5.5 years. The physician stated that the battery longevity will fall below 4 years within the next year. Therefore, follow-up will continue with a view to preventive replacement. The timing of the replacement will be decided based on ongoing routine check-ups and observation of the situation. This pacemaker remains in service. No adverse patient effects were reported.